Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer did not know the blood glucose reading. The customer stated that the alarm would occur when he sat a certain way or leaned over something. The customer was unable to provide further details. Nothing further reported.